Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4). Product ID 3708660, serial#: (B)(4). Product ID: 3387s-40, lot# va1vgas. Product ID: 3387s-40, lot# va1wjy9. Product ID: 3708660, serial/lot #: (B)(4), ubd: 11-oct-2023, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 11-oct-2023, UDI#:(B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 23-jul-2021, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought they might have "done some damage" to their implanted neurostimulator. However, the patient proceeded to say that they did not know how they would have done any damage to the implant, and that their neurologist did not think that the patient did any damage to the implant. When agent asked the patient for clarification, they stated the following: "well, for instance, when I first had it and I stretched my I noticed I couldn't stretch as far as I could before, because it holds it the way it's tied to my muscle. But like if I put a metal pin in my hair to a hair pin it'll make like a little fuzzy, black I'll see something fuzzy and black when it's going over it. I can just see it, it's not like it makes me blind or anything like that." Agent asked the patient to clarify what they meant regarding the stretching issue, and they stated, "I just wondered if I stretched it too far, or something like that." Agent asked the patient to clarify what "it" was,and they stated, "to the neurost simulator to the dbs." Agent asked the patient if they were referring to a lead or extension, to which they replied, "it will kind of do a buzzing when I stretch my arms out too far. It just makes like a buzzing noise in my ear." The patient stated that they have already brought up these concerns with their neurologist.